Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited far r oversensing and noise oversensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.